Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock to a patient; instead the device kept discharging when attempted to shock. A back up device was available and used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section d10 date returned of the initial medwatch report was blank. Section d10 date returned of the initial medwatch report should indicate: 07/15/2019.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock to a patient; instead the device kept discharging when attempted to shock. A back up device was available and used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section b2 of the supplemental medwatch report indicates: blank (no outcomes selected). Section b2 of the supplemental medwatch report should indicate: outcome selected: death.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock to a patient; instead the device kept discharging when attempted to shock. A back up device was available and used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
Based on the available information, a clinical review was performed. It was determined that there was "insufficient data within the file to determine the impact of the device use." "There is no code-stat record available to determine whether the patient¿s ECG rhythm was shockable. Stryker customer quality engineer evaluated the device key log related to the reported event and was unable to verify the complaint .it was observed that several times, the device was charged using the charge button and shortly after, the knob was pressed, which would have disarmed the charge. This also occurred with other buttons such as the the energy up button. There were multiple successful shocks on the same day. The reported event could not be verified and the cause could not be determined conclusively. However, it is likely that the issue was due to use error as the user pressed a button to disarm the charge.

Event description:
A customer contacted physio-control to report that their device did not provide defibrillation shock to a patient; instead the device kept discharging when attempted to shock. A back up device was available and used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
Death date of the supplemental medwatch report indicates: blank (no date selected). Death date of the supplemental medwatch report should indicate: 07/04/2019.

Event description:
A customer contacted physio- control to report that their device did not provide defibrillation shock to a patient; instead the device kept discharging when attempted to shock. A back up device was available and used to continue patient care. The patient associated with the reported event did not survive.